Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 596 mg/dl at the time of incident and current blood glucose level was 426 mg/dl. The customer¿s blood glucose level was in 200 mg/dl to 600 mg/dl. The customer was treated with shots and insulin pens. The customer was alleging under delivering as the customer had high blood glucose level. The customer removed reservoir, rewound, reinserted reservoir and ran manual prime and filled tubing with current set and insulin did exit. The customer reported one large bubble near top of the reservoir. The customer¿s blood glucose level was 273 mg/dl in the morning and was treated with insulin pen. The device will not be returned for analysis.